Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported a month after the dental implant was installed in intraoral region #10 it was verified its non osseointegration. 80 ncm of primary stability was achieved and immediate load was not performed.